Event description:
A patient received an x-stop 10mm peek implant at level l4/l5. It was reported that the patient continued to have persistent leg pain after implantation of device. A standard laminectomy was performed and the device was removed about one month post-procedure. There was no issue with the device. The patient was reported to be doing well.

Manufacturer narrative:
Method - device not returned, follow up with company representative.